Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that one ech60r applicator and a box sales were returned with no apparent damage and no buttress attachment material (bam) was returned for analysis. There was no apparent damage to the applicator and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. Due to the condition of no buttress attachment material (bam) returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition. As the buttress attachment material (bam) was not returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device ech60r; skcbhjs0 number, and no non-conformances related to the reported complaint condition were identified. Manufacturing date: 09/05/2022. Expiration date: 08/31/2024.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, the reinforce material misaligned when the device was approached to the thick lung. The device was cleaned, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.